Manufacturer narrative:
The investigation is in progress at this time. Upon completion, the results will be forwarded.

Event description:
The customer reported that the device was blowing sockets when plugged in. No patient was harmed. Additional information received stated it appears that the unit tripped a distribution panel. The main lead had been pulled from the device and this may have caused the panel to trip as a current/voltage spike could have resulted during the accidental disconnection. Upon evaluation on 25-jan-2021, the power cord was observed to have burn marks.

Manufacturer narrative:
The service history record was reviewed: the unit was returned 1 time for a different issue related to the device. The unit was 100% functional at the time of last release. Upon inspection and incoming testing, the power cord is burnt and is unable to charge the device. The power cord was changed, the device is working properly and passed the final test. No other physical damage could be seen on the device. The issue of the device blowing sockets cannot be confirmed. The device was working according to the specification. The device was disassembled, no damage could be seen on the components.